Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:flex pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer may have delivered insulin while performing the fill tubing process. Reportedly, the customer could not remember if they were connected during the fill tubing. A follow up with the customer indicated that their blood glucose (bg) level lowered from 133 mg/dl to 102 mg/dl to 94 mg/dl. After the customer consumed a (B)(6) bar and a glass of milk, the bg level increased to 100 mg/dl.